Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Sd cards do not affect the monitor's ability to detect and treat an arrhythmia. Unavailability of retrospective ECG recordings did not cause or contribute to this adverse event. The sd card is a data logger that only stores the patient's retrospective continuous ECG recordings. There is no real and active patient monitoring associated with the stored retrospective ECG recordings. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient received a treatment event consisting of one unknown shock on (B)(6) 2022. The patient received the shock at 23:23:56 on (B)(6) 2022. The patient's ECG rhythm at the time of the shock is unknown. The patient was receiving sd card faults (service code 104) on the day of the treatment event. A normal sinus rhythm was detected after the treatment was delivered. The patient did not press the response buttons during the event. The response buttons functioned appropriately. No injury was reported from the treatment. The patient did not seek medical attention. The patient ended use of the lifevest. No deficiencies were alleged against the device. Reporting event out of an abundance of caution as the patient's rhythm at the time of the treatment is unknown.